Event description:
Customer's wife reported blood glucose results of 220 mg/dl and 42 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.